Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: non-biosense webster, inc.- pinnacle 9 french sheath. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, a steam pop was noticed. Vital signs remained stable. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded 325 ml. Patient was reported to be in stable condition. Patient required extended hospitalization (at least 1 additional day) as a result of the adverse event. Patient outcome is improved. It was noted that the injury occurred during ablation phase. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically pertaining to the steam pop. It was noted that the physician did not believe that there was a biosense webster, inc. Device malfunction. No transseptal puncture was performed. A pinnacle 9 french sheath was used for femoral access. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during the procedure. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool® smarttouch® uni-directional navigation catheter was not in close proximity to another catheter. Thermocool® smarttouch® uni-directional navigation catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There is no information regarding the carto 3 system indicating to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.